Event description:
Health care professional reported left side capsular contraction baker grade iii, rupture and deformation. Device has been explanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Manufacturer narrative:
Continued device catalog # (d4): mcghan280cc. Device evaluation: rupture: observed opening striated on anterior side assessed as surgical damage. And missing piece of shell assessed as inconclusive, broken device assessed as surgical. Additional observations: crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Health care professional reported left side capsular contraction baker grade iii, rupture and deformation. Device has been explanted and replaced.